Manufacturer narrative:
The investigation of access site bleeding has been completed. Team attempting to close bleeding axillary pocket by giving blood and packing pocket. Stated to not be successfully managed. Patient has coagulopathy disorder. The root cause of the access site bleeding issue was most likely patient condition related as the patient had coagulopathy. D6b added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that following impella 5.5 implant, the patient experienced persistent bleeding from the axillary pocket. Multiple blood products were given and the pocket was packed to manage the bleed. The site was stapled shut and kcentra was given overnight in response to the bleed. Support continued with the implanted pump following the intervention.